Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the fowler was drifting down. No injury reported.

Event description:
Caller reports that during a correlation study the following coaguchek xs plus/laboratory results were obtained: 1.3 inr/1.8 inr no adverse event reported. A request was made for the return of the affected product.